Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would restart without prompt from the user when a universal serial bus (usb) was inserted into the unit. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that an unidentified component of the navigation system was removed and a replacement component was installed to restore functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: while testing the navigation system, it was reported that the usb 2.0 and 3.0 cables were replaced. If information is provided in the future, a supplemental report will be issued.